Event description:
This lead was removed due to increasing threshold values (2006 - 2007) and difficulties in the extension and retraction of the helix with lead repositioning. It was noted by the biotronik rep, that tissue surrounded the helix upon lead removal from the body. The lead was replaced with another linox sd 65/16 without difficulty.